Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery and motor error. Customer stated he was priming a new infusion set and got no delivery alarm. Customer's blood glucose was 430 mg/dl. Customer stated that he treated high blood glucose with the insulin pump. Customer resolved the alarm by manually pushing the insulin to exit the tubing. Customer sated he received motor error alarm after no delivery alarm. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.